Event description:
On an unknown date a trifecta valve was implanted. On (B)(6) 2019, the patient presented with unspecified symptoms and the valve was evaluated. The physician determined the valve would be explanted. On (B)(6) 2019, the valve was explanted. Since no additional information has been provided, we will proceed with closure. If additional information becomes available, the file will be reopened.

Manufacturer narrative:
An unspecified event was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a trifecta valve was implanted. On (B)(6) 2019, the patient presented with unspecified symptoms and the valve was evaluated. The physician determined the valve would be explanted. On (B)(6) 2019, the valve was explanted. Additional information has been requested.